Event description:
No RMA was issued, the device is not expected to be returned. This order was expected to be delivered for 8am surgery but did not arrive. The label on the box stated a different account. Courier can not locate this shipment. The surgical procedure had to be rescheduled for august 2004.